Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen was cracked. Customer's blood glucose level was over 600 mg/dl. Although requested, no additional information regarding this event was provided. The customer declined further troubleshooting with tandem technical support.